Event description:
Customer reported to baxter (B)(4) of an unknown administration set in which customer observed leak at the distal end of the tubing which was connected to unknown device. It is unknown when the reported condition occurred. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.